Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary, until the replacement arrives.